Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation. Visual inspection of the returned platform was performed, front enclosure and battery lock were damaged. The autopulse platform is a reusable device and was manufactured on 08/23/2013. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. No issue was noted with the lcd reading and lcd backlight was also confirmed to be functional. The archive review was performed, however full archive data could not be downloaded due to corruption at processor board. In the archive, multiple ua16 (timeout moving to take-up position) were noticed on (B)(6) 2016 which was shown as date when device was power on last. The functional testing was performed and device passed all testing. It was unable to duplicate ua 16. In summary customer's reported complaint of ua 16 was confirmed through archive review, however the error was not confirmed through functional testing. The root cause for the reported complaint cannot be determined. The defective processor board, battery lock and front enclosures were replaced.

Event description:
It was reported that the autopulse unit was displaying user advisory(ua)16(time out moving to take up position), which was not able to be cleared by customer. Additional information has been requested, however it has not been yet received.